Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique, via a 6fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the proglide device was being removed, the sutures came out of the artery. The sutures of a new proglide device were successfully pre-placed. The sheath was upsized to a 14fr sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - use after expiration. The device was returned for analysis. The malposition of the device was not confirmed due to the condition of device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other incidents reported from this lot. The device was used after expiration. Review of the lot history record and label indicated an expiration date (use by date) of 30-june-2020 and the procedure date was 15-june-2022 which is approximately 2 years post expiration. It should be noted that the electronic proglide instructions for use, indicates the use by symbol, which is the next to the expiration date. In this case, it is unknown if using the device after the expiration date contributed to the difficulties. The investigation determined the reported difficulties and the subsequent treatment appear to be related to circumstances of the procedure. In this case the reported ¿the sutures came out of the artery¿ indicates it is likely the device interacted with patient anatomy or the vessel was friable. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number, expiration date. H4: manufacturing date. H6: medical device problem code 1494 was removed.